Event description:
It was reported that a mitraclip procedure was performed to treat a degenerative mitral regurgitation (mr) grade 4+ with prolapsed anterior and posterior leaflet, and multiple flails. During procedure, the operator made 4 grasp attempts with the first clip. During those attempts, the clip got stuck in chordae. Due to the clip being stuck in chordae, had no choice but to deploy the clip as the gripper line detached from the gripper itself. The clip was deployed on both leaflets with chordae. Mr was reduced. When the clip delivery system (cds) was removed from the steerable guide catheter (sgc), it was noticed that the sgc was no longer holding fluid column, it was suspected to be a potential issue with hemostasis valve. The sgc was replaced with a new one. Another clip was implanted, reducing mr to grade 1+. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported leak (sgc was no longer holding fluid column). There is no indication of a product issue with respect to manufacture, design, or labeling. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report.